Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many patients used plain gut suture and experienced suture breakage? Did the patient experience any adverse patient consequences? Were there any unexpected outcomes or complications as a result of the intra operative suture breakage? Was the patient treatment altered in anyway due to the intra operative suture breakage? What instruments were used in this procedure to handle the suture? Related medwatch reports: 2210968-2023-08884.

Event description:
It was reported that a patient underwent a blepharoplasty on an unknown date and suture was used. The suture was breaking while suturing eye lid tissue. There were no adverse patient consequences reported. The patient is currently doing well.